Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR : 17may2019. The device was evaluated by the field service engineer (fse) but no error logs indicated device abnormality. The blower was replaced preventively and all checks, cleaning, and tests were completed. Blower assembly was received for evaluation. No evidence of damage or contamination was revealed during visual inspection. Blower assembly's end cap was removed and a visual inspection of the impellers and surroundings showed no signs of rubbing, damage, or contamination. Blower assembly was installed onto test ventilator and after testing, the reported complaint was unable to be duplicated and the root cause was not determined. No faults were found on the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports a loud operating sound. No patient/user harm reported. Event date not specified; estimate used.